Manufacturer narrative:
Hip revision performed on (B)(6) 2016 at (B)(6). Infection following primary thr done on (B)(6) 2015. First stage procedure so all implants removed and an antibiotic spacer put in. Patient had a wash out approximately 1 week prior but this didn't help. No further information is available.no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of infection.